Event description:
The reporter indicated that high ohms were observed upon telemetry inquire of the ventricular lead. The annotation of "n" in the ventricular "iegm's" was observed. With the magnet applied, the patient lost capture during the telemetry margin test. Presenting pacing function and all tests show adequate capture threshold. The reporter stated that the device will be reprogrammed to unipolar and the physician will be notified. The transtelephonic check done in may did not demonstrate loss of capture as the magnet application did today.